Manufacturer narrative:
The field complaint of a melted plug was verified. The visual inspection revealed no physical damage to the outer plastic casing of the ac power adapter, but the plug adapter was melted. There was no damage noted on the outer plastic housing of the transmitter. Removed the melted plug adapter and noted no damage to the green contact strips. Replaced the original plug adapter with the testing one and plugged the unit into a working ac electrical outlet, successfully performing the power on function. Performed the delete data process successfully. High current flow through the ac wall power outlet could have damaged the ac power adapter plug itself causing the no power issue. Correction: d9: field should reflect (B)(6), 2024, which should be in initial report.

Event description:
It was reported that a transmitter being used was found to be burned and melted. The device was not used further and returned. No adverse patient consequences were reported.